Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was shutting on and off. The customer's blood glucose was 364 mg/dl at the time of incident. The customer's mother stated that the display returned after troubleshooting. The customer's mother mentioned that the insulin pump was beeping as well. The customer's mother declined to troubleshoot for high blood glucose and failed battery test alarm. The insulin pump will not be returned for analysis.